Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the electrode cover detached. The electrode was never shaped or reprocessed. Gauze was used to clean the electrode tip while in use. There was no patient harm. Nothing fell into the patient.